Event description:
The customer reported the system locked up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, fluoro functions board, system interface board, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.